Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 5

Event description:
Reference number (B)(4) event occurred in germany it was reported that patient faced 5 infusion sets cannula kinked event on (B)(6)2024. Patient also reported that insulin always runs out of the insertion site when the bolus was administered. The infusion set was in use for 2 days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2024-31668. Correction: this MDR is being submitted to correct the submitted device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The batch 6008188 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction wi 3802038 guideline for test of reference samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi 4902148 version 43 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi 4805074 version 102 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6008188 was manufactured according to the document (B)(4) version 72 on the packing process in the line inset 6, on 16/jul/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Event description:
To date no additional patient or event details have been received.